Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device¿s blower was noisy. There was no patient or user impact reported. This event was reported to have occurred during pre-use set-up testing. There was no delay to therapy. The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the blower to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.